Event description:
It was reported that the sensor gave errors persistently for six hours. The blood glucose reading was 6 mmol/l. The alerts had occurred after initialization. The sensor was fully inserted and flat against the skin. The blood glucose reading dropped to 2.7 mmol/l so customer treated with juice. The sensor had also given inaccurate readings. There was no damage on the connection bridge and pins and the transmitter passed the test plug procedure. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.